Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). When asked "please clarify the statement: leads aren't where they're supposed to be. Was there a device concern, therapy issue, procedure/use issue, etc.?" The hcp responded no. In clarifying the statement: the ins isn't working correctly the hcp responded "connection/charging issues." This was not caused by normal battery depletion. It is unknown if the cause of the amplitude being too high was determined. The cause of the device not working was determined to be "user concerns as well as equipment malfunction." On 2023 (B)(6) they had an in person office visit with the manufacturer representative which resolved the issue. It is unknown if the cause of the amplitude being too high was determined. This issue has been resolved with "pt education."

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 978a128, lot# va2bztw, and product type: lead. Suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 10-dec-2022, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that they have their amplitude set at 3.0 and said their doctor thinks the amplitude is way too high and they still have accidents. Patient said the doctor also said the leads aren't where they're supposed to be and the ins isn't working correctly. Patient said this all happened right from the beginning. Patient said now they're working with a gastroenterologist because they're having gut issues, diarrhea and bloating and still have accidents even when the stool isn't loose. The patient was redirected to their healthcare provider to further address the issue due to direction from hcp about amplitude.